Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer was informed by the customer that they do not wish to repair the device, and that the ventilator is to be retired. No further action is intended for this product. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator with diagnostic code 3159 (pressure leak out of range). No patient involvement.